Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that they thought interstim would enable her to leave the depends life and go back to normal panties and underclothes, did not work, daily effects times when lavonne can hold her urine for very long times other times when massively pour and fill one and sometimes 2 and 3 in a row. Reporter indicated that he did not think the interstim helped since implant. It was hard for patient to have sense of feeling in her pelvic area and it seemed to have gotten noticeably worse since (B)(6) 2014. It was noted that patient had some reprogramming done between date and during the year of 2013. The patient also had pelvic floor test somewhere around early sept or aug 2014 in the fall. It was difficult to manage bowel constipation, no function in sphincter and has no feeling of urge for bowel and bladder. Device was implanted only for bladder. For 15 years, long before implant, reporter stated, he does not think device affected it positively or negatively. The reporter had being working with physical therapist that was very helpful and taught them to do massaging for abdomen. The reporter stated that hcp wanted them to do some kind of testosterone pellets and reporter did not think that was a good idea. The reporter also mentioned that primary care hcp had put her on a once daily of nitroferanzerone as preventative for utis, they think that has helped keep her off of urinary tract infections (uti) s'. Patient has been taking this for last 7-7 years now, can only remember twice since then she had a uti. Since implant patient may have had it maybe once. Patient was indicated for urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor.

Event description:
Additional information was received from a friend/family member of a patient on 2017-feb-10. The patient saw their manufacture representative (rep) a week ago on (B)(6) 2017 and their rep stated that their implantable neurostimulator (ins) is nearing or is extremely close to normal end of service (eos). The ins was at 0.0 or about ¿zero point two hundredths¿ from being depleted; so it was basically depleted. It was indicated that the patient should have their ins replaced soon, but the patient is under end of life care in a home hospice due to their unrelated parkinson¿s that the patient had for the past 39 years and they don¿t believe the patient would be able to even undergo any sort of surgery. The caller stated that the device was not making that much of a difference on managing the patient¿s bladder when it was working. The therapy has been up and down since implant. There have been times where it has worked well for their bladder. The patient has only seen their healthcare professional (hcp) for this device once, but they would follow up with their neurologist for guidance on whether the patient should have the ins removed, replaced, or left in place until the time of passing.

Manufacturer narrative:
Updated upon further review.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00ggm, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A friend or family member of a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the patient had been diagnosed with parkinson's disease since 1979. Since device implant, it had been difficult to use the patient programmer and switch programs. This was a disappointment with the interstim therapy and it was harder to use than the patient's programmer for deep brain stimulation therapy. The reporter thought therapy worked fairly well. The patient had a hard fall against her back about 1.5 years ago in 2014. She had a gradual loss of therapy and symptom return since may 2015. Also in may 2015, the patient's neurologist gave her injections in the salivary glands to reduce salivation levels. The injections were helping the patient's saliva amounts as she had a loss of automatic swallowing. She also started to perspire more since the injections. For the past week to ten days prior to (B)(6) 2015, the patient was filling diapers one after the other and used a pad 24 hours a day. She saw a doctor on (B)(6) 2015, the device was checked, and per a nurse three of the four leads were either damaged, not functioning, or not fully functioning. When the patient met with a nurse a couple of months ago to reset programs, nothing was said about broken leads. The patient's doctor reviewed that she had three options: replace the whole device system because the healthcare provider couldn't fix it, have botox injections in the bladder, or have hormone treatment. She really wanted to try to fix the device because so much was invested in it and wanted a second opinion about the damaged leads. The issue and bladder symptoms were not yet resolved. No interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that they thought the leads were broken and not working, but they met with a representative and they stated that they are not broken and everything was working. The reporter indicated that they had a bad experience with this health care provider (hcp)" it was a frightening thing that they told us the leads were broken, and it was of great relief when the representative told us it was working, and the hcp wanted her to do all these weird things with medication so they are not going back there". Reporter stated that he thinks that the implantable device seems to be working well. The patient was hospitalized right about a week prior to this call for a urinary tract infection "which has invaded her bloodstream". The reporter stated that this infection started on sunday ((B)(6) 2015) "and she also had one a few weeks earlier than that.